Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient's stem previously revised to rest mod for altr due to rejuvenate stem. Patient's cobalt levels still around 100 after 1st revision. Cup is now being revised to solve issue.